Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam was leaking on unicel dxc 600 pro synchron clinical system. The customer was wearing ppe and there was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that no foam was leaking from the y tube fitting on the no foam container. The customer stated the fitting did not appear broken, but she was able to identify it as the source of the leak. Bec customer technical support (cts) ordered a new no foam bottle assembly for the customer. On (B)(4) /2011, the cts followed up with the customer and guided them through the installation of the new no foam bottle assembly. The instrument was primed 5 times with no leaking observed by the customer. The cts followed up with the customer 30 minutes after installation of new no foam bottle assembly. The customer stated the instrument had been running well and qc was within the acceptable limits. The customer was running patient samples with no problems. The customer was to monitor and call back if problem continued. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance for this issue. No service request generated. The issue was resolved through troubleshooting with cts. (B)(4).